Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be identified the root cause of the reported phenomenon. However based on the report of olympus india, omsc concluded that this phenomenon was attributed to the dp board failure. The cause of the dp board failure could not be identified. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was check and evaluated at olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device and it was found that only mask appeared on the monitor. Also it was found the dp board failure which caused the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from olympus (B)(4) that , it was confirmed again that the intermittent image appearing issue was occurred during the recent evaluation of the subject device at olympus india repair center. The occurrence date of the event is unknown. For the information, the field service engineer of olympus (B)(4) had informed that the image of the subject device had been intermittent during the installation of the subject device on (B)(6) 2021. Therefore the installation could not be completed, and the subject device had not been handed to the user. At that time, this malfunction was treated as a not-reportable event as it had been occurred on olympus assets. There was no patient injury associated with this report.